Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available. The manufacturing process for the devices involved in the incident was reviewed. All production steps have been performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance test proved the device functions to be as specified.

Event description:
It was reported that since the box change on the (B)(6) 2025 pacing impedance was too high on ra and rv leads. A remote alert about rv impedance over 3000 ohms was received. The measurements during follow-up visit were 2041-2491 ohms. Furthermore slight rv pacing threshold increase and increase of the short interval counter were reported. Both leads were capped and new leads were implanted on the (B)(6). The ICD remains implanted and active.